Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 132 mg/dl. No further details were given.

Manufacturer narrative:
The insulin pump passed operating current, error test and displacement test. However, it alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.